Event description:
It was reported that the physician noted post-operative loss of capture on the right ventricular (rv) lead. Threshold measurements the morning after implant were also much higher than the night before. It was observed on x-ray that the rv lead slack had significantly pulled back. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 4296 implantable pacing lead (B)(6) 2013 1342t competitor implantable pacing lead (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.